Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-05232 and #3005099803-2013-05233 for a description of the other devices. It was reported to boston scientific corporation that two interject injection therapy needle devices were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during preparation as they were priming the catheter, they noted that no ink was able to come out of the interject needle. They used a second interject needle, but the same issue occurred and the physician decided to no longer use the said devices. The procedure was completed using a needleknife and a plastic stent. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patients' condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event: interject needle occluded. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.